Event description:
A report was received that the pt was having difficulty charging and that the ipg was relatively shallow in the pocket. The battery discharge profile indicated that the pt was never charging to full and the depletion rate suddenly increased. The physician replaced the ipg and the pt was able to feel stimulation in the right back and leg but not in the left leg or back. The pt was reportedly doing fine after the revision.